Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable tachy lead (B)(6) 2006; 4194 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that there was intermittent undersensing on the right atrial (ra) lead. Programming options were suggested and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.